Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the remaining leads (left implanted during (B)(6) 2016 surgery) were explanted. Reportedly, the infection has resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. The complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced infection at the ipg site. Cultures were taken which confirmed the issue. Surgical intervention was taken on (B)(6) 2016 wherein the ipg was explanted.